Manufacturer narrative:
The following sections have been updated in follow-up 1: b4, g3, g6, h2, h3, h6 and h10. The device was used in treatment. One 13.5f guidestar steerable introducer sheath was received back from the customer without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, there was a leak in the handle of the sheath. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was connected at the distal tip and pressurized to 38kpa and 300kpa, held at this pressure for 30 seconds and then examined for liquid leakage. The sheath passed iso standard of 38kpa and 300kpa as no leakage was observed. Upon further evaluation of the returned sheath, two kinks in sheath shaft were found approximately 3.0cm and 5.5cm from the distal tip. The distal tip of the sheath was deformed. The hemostatic valve had a few indentations that were off-center of the helical cuts, possibly from the dilator or other ancillary devices used in the procedure. The sheath deflected normally as intended. Returned device analysis revealed the sheath was within manufacturing specifications. According to the event description summary, there was a leak in the handle area. The sheath did not leak when tested manually and when tested using the iso test method. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No manufacturing defects were found. Per qa procedure destino steerable guiding sheath in-process and final inspection: using a 10x microscope, visually inspect shaft body for the following criteria - sample size 100% inspect for rejectable surface defects (dents, bumps, scratches, gouges). Inspect for wrinkles or kinks. Reject the unit if the shaft body is wrinkled or kinked. Verify the device is free of kinks when deflected in one direction. The device is rejectable if a kink is observed. Leak test - sample size 100%. Perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. The instructions for use (IFU) informs the user: use the sideport, located at the handle, to inject contrast solution or flush the steerable sheath. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Indwelling sheath should be internally supported by a catheter, electrode, or dilator. Never advance, torque, or withdraw sheath when resistance is met. Determine cause by fluoroscopy and then take remedial action. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report isbased upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported leak in screw area. No adverse effects were reported.